Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to advance/position and difficult to remove were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to advance/remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional otw omnilink elite device is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the subclavian artery. The 9x29 mm omnilink elite stent delivery system (sds) could not advance through the 6fr introducer sheath. The sds and the introducer sheath had to be removed together as the sds was stuck. Another 9x29 mm omnilink elite sds had the same issue with another 6fr sheath. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.